Event description:
The consumer states while she was driving the chair, she allegedly heard a pop and the chair started smoking. The dealer spoke to a tech and stated the tilt recline module needs to be replaced. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been issued for the return of this device. The wheel chair is 16 months old. The model tdxsp-mcg provides user manual 1143190 rev h [mar-10] for that device. It si unknown if the consumer has fully read and understands the users manual. The following warning is provided on page 11: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Procedures other than those described in this manual must be performed by a qualified technician." It is unknown if the wheel chair was set up properly or if the consumer has made adjustments to the configuration since taking possession. A qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures in the service manual. Performance adjustments should only be made by professionals of the healthcare field or persons fully conversant with this process and the driver's capabilities. Incorrect settings could cause injury to the driver, bystanders, damage to the wheelchair and to surrounding property. After the wheelchair has been set-up/adjusted, check to make sure that the wheelchair performs to the specifications entered during the set-up procedure. If the wheelchair does not perform to specifications, turn the wheelchair off immediately and reenter set-up specifications. Repeat this procedure until the wheelchair performs to specifications the maintenance history of the device is unknown. The following warning is provided. If not followed the device may pop and then smoke. On page 15 the warning states "warning - wheelchair users: do not service or operate this equipment without first reading and understanding the owner's operator and maintenance manual and the seating system's manual (if applicable). If you are unable to understand the warnings, cautions, and instructions, contact invacare technical support before attempting to service or operate this equipment - otherwise injury or damage may result. Dealers and qualified technicians: do not service or operate this equipment without first reading and understanding the owner's operator and maintenance manual, the service manual (if applicable) and the seating system's manual (if applicable). If you are unable to understand the warnings, cautions and instructions, contact invacare technical support before attempting to service or operate this equipment - otherwise, injury or damage may result. Set-up of the electronics control unit is to be performed only by a qualified technician. The final adjustments of the controller may affect other activities of the wheelchair. Damage to the equipment could occur if improperly set-up or adjusted. Except for programming, do not service or adjust the wheelchair while occupied, unless otherwise noted. Before adjusting, repairing or servicing the wheelchair, always turn the wheelchair power off, otherwise, injury or damage may occur. Wheelchairs should be examined during maintenance for signs of corrosion (water exposure, incontinence, etc.). Electrical components damaged by corrosion should be replaced immediately. Wheelchairs that are used by incontinent users and/or are frequently exposed to water may require replacement of electrical components more frequently. Do not over tighten hardware attaching to the frame. This could cause damage to the frame tubing. Transport ready packages are not retrofittable to existing models and are not field serviceable. For optimal performance, replace gas-locking cylinders every two years or if performance issues are encountered. Performance issues include forward tipping and veering." It is unknown if the consumer follows the safety warnings found on page 16. The warning states: " warning -the seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately. Do not leave the power button on when entering or exiting your wheelchair. Do not go up or down ramps or traverse slopes greater than 9 degrees. Never leave an unoccupied wheelchair unattended on an incline. Do not attempt to move up or down an incline with water, ice or oil film. Do not attempt to move up or down an incline with water, ice or oil film. Do determine and establish your particular safety limits by practicing bending, reaching and transferring activities in the presence of a qualified healthcare professional before attempting active use of the wheelchair." It is unknown if the consumer follows the joystick and wheel lock warnings which an affect the electrical system on the device. The warnings on page 18 state: "warning - do not use with a broken or missing joystick knob. Do not use if joystick does not spring back to the neutral position or becomes sticky or sluggish. Do not use if joystick boot is torn or damaged. Always check foam grips for looseness before using the wheelchair. If loose, contact a qualified technician for instructions. Do not attempt to stop a moving wheelchair with the wheel locks. Wheel locks are not brakes. Do not engage or disengage the motor locks until the power is in the off position. Do not use your wheelchair unless it has the proper tire pressure (p.s.I.). Do not overinflate the tires. Failure to follow these recommendations may cause the tire to explode and cause bodily harm. The recommended tire pressure is listed on the side wall of the tire." The weight of the consumer is (B)(6) which meets the weight limits for the chair. However, it is unknown if additional loading may have caused the device to pop and them smoke. On page 29 the following warning states: "warning - refer to technical data on page 36 to determine the weight limit (total combined weight of user and any attachments) of your wheelchair model. Do not exceed the limit - otherwise, injury or damage may result." The technique the consumer uses on the device is unknown. On page 39 the following warning states: "warning - after any adjustments, repair or service and before use, make sure that all attaching hardware is tightened securely - otherwise injury or damage may result. Set-up of the electronic control unit is to be performed only by a qualified technician. The final adjustments of the controller may affect other activities of the wheelchair. Damage to the equipment could occur under these circumstances."